Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset. The cause of the peritonitis was unknown. The patient was treated with vancomycin and ceftazidime (doses, frequencies, and route not reported) for the peritonitis. At the time of this report, the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.